Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that while stimulation was turned on, there was a fading sensation. Caller reported not being able to adjust stimulation. The status lights were assessed and the patient reported that the battery light was flashing. The patient reported having a dorsal column stimulator implanted (B)(6) 2003 and was told with the strength of the stimulation she needed, the battery would last a year at best. She just wore it when she couldn't take the pain any longer. Now seven years later when she turned it on, the stimulation strength goes from stimulation to minimal stimulation and then stimulation stops. Patient reported she was hit in the spine right before her device was replaced (B)(6) 2010 and she lost stimulation after being hit in the spine. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report # 3004209178201007920.